Manufacturer narrative:
(B)(4). Batch r59y5h investigation summary: the analysis found that one long60a device was returned with no apparent damage and with one ecr60d cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r59y5h. A manufacturing record evaluation was performed for the finished device batch number and no non-conformances were identified. Photo evaluation summary: six photos were provided. Pictures one and two show a device with a white reload loaded placed over tissue. Pictures three and four show tissue with staples present. The staples appears to have the proper formed shape and ooze is noted. Pictures five and six show a device placed over tissue. Due the condition of the pictures it is not possible see the color of the reload. Based on the ooze noted on the pictures, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that during a gastric procedure, the stapler stapled, but not cut and the staples were not formed properly. During the process the tissue was nested, knife blade pushed the tissue forward causing bleeding. The staple stitch had to be redone with a second staple line, very close to the bougie. The patient could be discharged normally.